Event description:
Info received indicates emergency trend is not working when the foot pedal is activated.

Manufacturer narrative:
The technician isolated the issue to a faulty emergency trend valve. He replaced the valve to repaired the bed.